Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead dislodged three times. The first time occurred during anchoring the sleeves, the second during slitting, and the third after screwing in the helix. After the first dislodgement, the helix was found to have stretched slightly but found to be reusable following removal of the tissue. After the third dislodgement, the helix was found to be stretched. A new lead was implanted. No patient complications have been reported as a result of this event.